Manufacturer narrative:
Retainer = black. Device passed the displacement test and keypad voltage test however, the insulin pump alarmed pump error 63 during the self test followed by an unexpected battery failed alarm. Unexpected battery failed alarm during testing was due to low test battery voltage. Device was received with intermittent select, up, and down arrow button response due to peeling keypad overlay. The peeling keypad overlay is not allowing the button dome switches to align properly with the keypad traces when pressed. Removed the keypad overlay and the button dome switches align with the keypad traces properly when pressed. Successfully downloaded the trace/history files using thus. Pump error 63 alarm is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. The adapt tool shows multiple battery changes however, no low battery alarms, replace battery alerts, or power loss alarms noted and a battery failed alarm occurred. Battery failed alarm during testing was due to low test battery voltage. No damage or moisture damage noted on the electronic assembly (electrical board 1 and electrical board 2), keypad flex tail, or keypad dome switches during visual inspection and the keypad connector on j1/electrical board 1 was locked properly. A test p-cap does lock into place inside the reservoir compartment properly. Device was received with peeling keypad overlay, cracked select button keypad overlay, end cap address label faded and peeling, scratched case, and pillowing keypad overlay. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump buttons did not work. Customer stated that the insulin pump had battery failed alarm which resolved after new battery change. Customer stated that the insulin pump buttons on bolus did not work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.